Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that capture thesholds were rising on the right ventricular lead. The lead was removed and replaced.